Event description:
It was reported by the patient that following an anterior repair procedure in 2008, the mesh disintegrated into her vagina causing infections, unsuccessful mesh removal surgeries, urinary incontinence, sexual dysfunction, and emotional pain. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number is unknown, therefore no review of the device history record could be performed. No sample was returned. The instruction for use states in the section adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosa or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.